Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported via web self-service that transmitter battery issue occurred. The patient experienced an unspecified transmitter failure. There was no information reported by the patient of why she was not able to use the transmitter she had, but the patient contacted dexcom for a new transmitter on (B)(6) 2025. The patient stated that she had not been able to use the control iq from her insulin pump as she had no way to use a continuous glucose monitor (cgm) sensor, and that she was sent to the hospital by ambulance due to experiencing diabetic ketoacidosis. Multiple attempts were made to contact the patient for more information regarding the event but were all unsuccessful. There was no documentation of further medical evaluation or intervention. Data was received but does not reflect the full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that a transmitter battery issue occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Voltage testing was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and transmitter battery issue was not found within the investigation window. The customer's complaint was undetermined due to data does not reflect the full investigation window. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).